Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had no delivery alarm during basal, bolus, fixed prime. Customer's blood glucose was 517 mg/dl. The customer was treated with bolus. The customer was assisted in performing a 5.0 units fixed prime. Customer stated the insulin did exit. The customer was advised there may be a possible site/set occlusion. The customer was advised to change entire infusion set. The customer declined to complete the troubleshoot for no delivery.